Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 173 mg/dl at the time of the call. The customer stated that the pump would suddenly beep. The customer stated that the he will have to take the pump apart and put it back together to get it to work. The customer was advised to call back to trouble shoot the issue the next time they receive the alarm. No further information was provided.